Event description:
We were performing a tips procedure on a patient. When we deployed the gore viatorr tips endoprosthesis stent, the stent deployed correctly, but the pull cord off the tuohy did not fully release. When we went to take the empty stent piece out of the sheath, it was tough to pull back and get out. So, we had to find the part on the empty stent sheath where the cord was still attached and bunched up, and cut it with a scalpel to fully release the rest of the sheath. Then it was easier to remove from the sheath (that was still in the patient for access). It also bent the wire that was inside the patient at the same time too.